Event description:
A caller reported that their pump unexpectedly displayed a reset screen, but it did not need to be plugged into a power source to turn back on. There was no adverse impact on the customer's blood glucose level. Technical support explained that the pump reset was a safety feature and part of a routine check to ensure performance. They also educated the caller on resetting certain features and manually restarting dexcom cgm sessions. The caller understood and acknowledged the information provided. The customer successfully resumed insulin.